Event description:
Nurse called to nicu to restrt IV, inserted angio-set into patients forearm. When nurse attempted to withdraw stylet resistance ws met and tubing began to stretch. Using steady gentle pressure, she continued to attempt to remove stylet. End of stylet pierced thru tubing and nurses/ thumb. Thumb began to bleed as a result of this stick. Angio set was saved (send to beckton dickinson for non-destructive testing and analysis)device labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, visual examination. Results of evaluation: manufacturing. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor, device temporarily removed from service. Invalid data - on device destroyed/disposed of status.